Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. It was determined that the right ventricular (rv) lead exhibited unstable thresholds, intermittent loss of capture on the presenting rhythm, and an upward trend in ventricular lead impedance. In addition, it was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the electrograms. The right ventricular (rv) lead was capped and replaced. The ra lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.